Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported ac issue and replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit didn't recognize the ac power supply. There was no patient involvement. The event date was not specified; estimate used.